Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the cadiere forceps was defective. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: as reporter is not always present at every operation, it is difficult for us to make an accurate assessment. The defective instruments are inserted and operated according to the instructions. Cable pulls that are torn or can no longer be opened are problems that occur again and again, usually with the instruments still alive.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.